Event description:
Purchased a medicooler advertised as a portable cooling unit that operates from 110-120v ac or 12v dc current. The first unit received was defective and stopped operation after 30 minutes. The replacement unit actually heated my insulin after 4 hours of operation resulting in an emergency situation on an extended road trip. My insulin was not suitable for use. I am a diabetic and rely on insulin to stabilize my blood sugar. Purchase date: (B)(6) 2013. I wrote the manufacturer a letter letting them know the unit was defective. Document number: (B)(4).